Event description:
A negative advia centaur xp (B)(6) result was obtained for a patient sample. The negative result did not match the positive result obtained by another method. The physician questioned the negative result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) result with other methods is unknown. The instructions for use (IFU) limitation section states: "it is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with (B)(6). A nonreactive test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." The customer declined service - no further action taken.